Event description:
Endocrinology practice. Downloaded patient's accuchek meter. Did not give current blood sugars, but random blood sugars from 3-4 months prior to this visit. This is the second time this has happened with the accuchek software for download. Medication is adjusted in part by reviewing blood glucose readings. Many patients do not keep a written log of readings but rely on the download. Although there was no harm to the patients involved, there is the potential for hyper or hypoglycemia when medications are adjusted based on incorrect data. Dates of use: 2-3 years. Diagnosis: type 2 diabetes mellitus.